Manufacturer narrative:
Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization to treat a gastrointestinal bleed (gi bleed) using pod packing coils lp, ruby coils lps, and a non-penumbra microcatheter. During the procedure, the physician placed ruby coils lp into the target location using the microcatheter. The physician then attempted to advance a pod packing coil lp out of its introducer sheath and into the microcatheter; however, the pod packing coil lp would not advance at all within its introducer sheath. Therefore, the pod packing coil lp was removed. While attempting to advance a ruby coil lp out of its introducer sheath on the back table, the ruby coil lp would not advance at all within its introducer sheath. Therefore, the ruby coil lp was not used for the remainder of the procedure. The procedure was completed using additional non-penumbra coils. There was no report of an adverse effect to the patient.